Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was getting hot when he attempted to recharge the ins. He hated recharging and has had more trouble with it than when he had a non-rechargeable implant. He mentioned he was on his third implant. Follow-up with the patient on (B)(6) 2015 showed it still gets hot however; it did not get as hot if the charger was not plugged into a wall outlet. If he charged the charger first and then unplugged it from the wall and hooked up the charger to the implanted device, it would get warm/hot but nothing like it did when it was plugged into the wall. The patient stated it takes 3-5 hours to charge this and you cannot move around while it's charging. The patient was still uncomfortable with how it heats up but only because it has never done that before. If additional information becomes available, a follow-up report will be submitted.